Event description:
Champion af study: it was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The post implant transesophageal echocardiogram (tee) assessment revealed a complete laa seal with no evidence of thrombus or pericardial effusion. The following day, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg) medications. On 12may2022, 148 days post index procedure, the patient presented for additional protocol required imaging, during which tee assessment revealed laa seal with a jet size of greater than 5 mm with the largest residual jet around the device of 6 mm. There was no evidence of thrombus on the atrial facing surface of the watchman flx device or in the left atrium. Additionally, there was no evidence of residual atrial septal shunt or pericardial effusion. In response to the event, aspirin (100 mg) was stopped on 12may2022 and the patient was switched to apixaban (81 mg) on the same day.